Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial arrhythmias and consistent left ventricular (lv) lead capture could not be confirmed. It was also noted that the patient was experiencing shortness of breath. Both leads remain in use. No further patient complications have been reported as a result of this event.